Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned reload indicated it was partially fired with the interlock engaged. The sled and staples were visible at the 3.5 cm cut line, with additional staple pushers observed at the 4.5 cm cut line. The jaw was open, and one skewed staple was found stuck in a staple pocket at the 5.5 cm cut line. During functional testing, the reload was loaded into a representative handle; however, the jaws did not fully close, and the anvil was observed to be deformed. It was reported that it partially fired. The reported issue was confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigpshell, sig power sigpshell control shell, (lot #unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary resection with robot support, during the fourth shot of pulmonary parenchyma, immediately after firing, it stopped advancing, and there was no error message on the display. To resolve the issue, a new cartridge was replaced, and the same adapter, handle, and shell were used. There was no patient injury.